Event description:
It was reported that the patient did not charge as recommended and the ipg was depleted. The ipg was explanted and replaced. The patient's stimulation therapy is restored.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.